Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient complaining of blurred vision. Follow-up with the customer indicated that the lens was replaced with a different diopter lens. The replacement lens is a model zmb00u0185. There was no incision enlargement and no vitrectomy performed. The patient is reported to be doing fine. No further information was provided.

Manufacturer narrative:
(B)(4) explant in a secondary procedure. Placeholder.

Manufacturer narrative:
In the MDR follow up #1 - the following should have been included: device available for evaluation: yes. Returned to manufacturer on: 06/09/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half most probably to make the explant possible. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. The in line optical inspection data showed the lens was within power specification prior to release. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the customer''s report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.